Event description:
It was reported a patient experienced peritonitis, which manifested by feeling uncomfortable and drain pain. It was not reported if the patient was hospitalized for the event. The treatment and outcome were unknown. No additional information is available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was performed for the potentially associated lots gd894717 and gd894394. No issues were documented during the manufacturing process. All release criteria were met for these lots. If additional relevant information is received, a supplemental report will be filed. (B)(4).

Manufacturer narrative:
(B)(4).